Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Damage was observed during de-casing process. The returned battery voltage was measured to be within specification range. An extended investigation has been performed on the returned de-cased sensor and damaged molex connector away from pcba (printed circuit board assembly) was observed. Attempted to extract data from returned sensor but the sensor did not read. The returned battery voltage was measured to be within specification range. The returned sensor was de-cased again and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly), damage was observed on the antenna and molex connector due to de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Antenna didn't communicate due to the damage and unable to perform smu (source measurement unit) testing without the molex connector connected. Issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.